Manufacturer narrative:
H4: the lot was manufactured from march 26, 2020 - march 27, 2020. H10: the device was received for evaluation. Visual inspection was performed which revealed a floating white foreign matter inside the fluid path that appeared to be plastic-like approximately 0.06 inches in length. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in the fill port cap of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The foreign material was further described as a ¿thread¿. This was identified prior to patient use. There was no patient involvement. No additional information is available.